Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a cause for the reported issue is related to the circumstances of the procedure. In this case, the account reported they may have inadvertently applied to much tension. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a multi-access venotomy closure of a right common femoral vein using a prostyle device after an interventional electrophysiology procedure with an 8fr sheath. Two punctures were successfully closed using two perclose devices. Reportedly, when closing the third access, the knot was advanced using the rail end of the suture. When locking the knot using the non-rail end of the suture, it was pulled too hard and caused a suture break. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.